Event description:
The device was removed due as the "cylinder(s) were not fully inflating". As reported to co, the pump, reservoir and some assembly kit component(s) only were removed and replaced; leaving in place the cylinder(s), cat #9816i, serial #128432 in place from the initial implant surgery. 4/1/97-upon receipt of add'l info from the physician/surgeon, he stated, pt presented to the office stating that his pump would not inflate properly. It appeared to co that the pt did have an air leak, or at least it was not pumping to it's fullest extent, with flattening of the pump. The pt was taken to the or, where co delivered the pump, and it appeared to be in fine shape. There seemed to be some fluid surrounding the pump/scrotal area and the reservoir with a new system but left the cylinders in situ. Co could find no specific or apparent leakage."